Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if any further malfunction codes appear. The caller acknowledged and understood the instructions.